Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the tip, the nozzle and the control suction channel had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material was confirmed in the nozzle and in the suction channel. However; it was not possible to identify the foreign matter. There was no deformation at the places where the foreign material remained. A definitive root cause could not be determined. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the IFU: the detection method is described in the operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection. Reprocessing measured are described in ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.